Event description:
It was reported that during therapy, blanket/wrap contact surface temperature not cold enough. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.